Manufacturer narrative:
(B)(4). Received evaluation (B)(4) 2015. Item description: kit zero force cylinder. Conclusion: button stuck in on one cylinder.

Event description:
Dealer is stating that the right side can be opened with out releasing the button, cylinder is not holding. The gas locking cylinder is for the walking beam/caster fork assembly.

Event description:
Dealer is stating that the right side can be opened with out releasing the button, cylinder is not holding. The gas locking cylinder is for the walking beam/caster fork assembly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.